Manufacturer narrative:
Explanted device were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt's precision system was explanted due to infection at the lead incision site. The symptoms were drainage. The patient was put on standard antibiotic course. The patient is reportedly doing well following the procedure.